Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap appendectomy. According to the reporter: the operating room had a case that took place on (B)(6) 2012 at 19:11. It was converted to an open partial cecectomy due to a malfunction in (2) endoscopic gia's (staplers) that are used to clamp at the base of the appendix and cut seal (staples) and divide the appendix away from the bowel. The 1st stapler, as described by the surgeon "crunched down with a cracking sound and broke firing 1/2 the amount of staples". The 2nd stapler "cut the bowel but staples came out: cut through the length of the jaws of the device but didn't deploy. This added approximately 1.5 hours to the case time. No buttress material was used.